Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown screw/rod construct accessory/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent revision surgery on (B)(6) 2024, to perform extension of spinal construct. The crosslink, and rod were removed. C1 screw on left and right were removed. Occipital bone plate was placed. Rods were placed on oc-c2. The crosslink was placed, and final fusion was performed. No screw was inserted on c3-4. The surgery was completed successfully. Patient was stable. Patient originally underwent posterior cervical fusion (c1-2) on (B)(6) 2023. This report is for an unknown screw/rod construct accessory. This is report 4 of 4 for (B)(4).